Event description:
During a percutaneous transluminal angioplasty to the anterior tibial artery, the balloon was reported to have ruptured. The vessel was described as heavily calcified with mild tortuousity and a 100% stenosis. The product was prepared as per the IFU. A guidewire was inserted across the lesion via a sheath introducer and the balloon ruptured at 4 atm in the target lesion. There was no reported patient injury. There is no additional information regarding patient, lesion or procedural characteristics regarding this event. The product was not returned for analysis. Manufacturing records for the lot involved were reviewed and the results indicate that the product met quality requirements for product acceptance. The balloon burst pressure tests were found to be pass. With the limited amount of information available and without the return of the product or films of the procedure, it is not possible to determine the relationship between the device and the event. However, vessel characteristics and procedural factors may have had an impact on this event.